Event description:
The tsw35 was used during a laparoscopic appendectomy. It was reported the product misfired on the third and resulted in bleeding. There was no consequence to the pt. On 08/29/1997 this occurred on the last firing of the device. The surgeon used a clip applier to control the bleeding.